Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records has not been performed. The device and images for this malfunction have been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
It was reported that several months after placement of a vena cava filter, the patient went to the emergency room (ER) for abdominal pain. A computed tomography (CT) scan allegedly showed the device had tilted and migrated from the intended deployment site. It was further reported that the CT allegedly showed a pulmonary embolism. The device was reportedly removed without issue. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review was not performed as the lot number is unknown. Investigation summary: one denali filter was returned for evaluation. Two images and a photo were provided and reviewed. The filter appeared to be clean, all legs were present and uncrossed. No function testing could be performed due to the nature of the complaint. Based on the image and photo review, the denali filter was placed in the infrarenal ivc with a mild tilt of the device to the left. The CT imaging demonstrated apparent migration of the device with at least two legs extending into the right renal vein and the tip of the device extended into left renal vein. Final photograph demonstrated successful retrieval of the entire device. Therefore, the investigation is confirmed for tilt and filter migration. However, the investigation is inconclusive for pe. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that several months after placement of a vena cava filter, the patient went to the emergency room (ER) for abdominal pain. A computed tomography (CT) scan allegedly showed the device had tilted and migrated from the intended deployment site. It was further reported that the CT allegedly showed a pulmonary embolism. The device was reportedly removed without issue. The current staus of the patient is unknown.